Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing ECG connector and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation electrodes. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient use associated with the reported event.